Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was further reported that the manufacturer representative had not seen the patient to get their device out of overdischarge. They were not aware of how the patient was doing or where they were.

Event description:
It was reported that the patient¿s device had ¿gone bad.¿ the patient met with a manufacturer representative in (B)(6) 2014 and the representative tried to charge the patient¿s implantable neurostimulator (ins) and they said ¿it ain¿t no good, it won¿t work.¿ the representative could not get the ins to start back up. It was noted that the device needed to be replaced. The patient did not want to have their ins replaced but they wanted it removed. It was further reported that a manufacturer representative saw the patient in february. The device was in overdischarge and they tried to jump start it. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.